Manufacturer narrative:
E1 - phone number extension: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leaking cassette was noticed after compounding. The leak was noticed after addition of saline and the drug, hydromorphone. Order required the compound. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg 5/24/2024. One sample was received for evaluation. Visual inspection found no discrepancies. Functional testing was able to confirm the reported 'leaking' failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.